Event description:
It was reported that the patient felt pain at the ipg site. Patient underwent an ipg replacement to solve the issue. Stimulation was restored following the procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.